Event description:
It was reported that the patient felt fatigue. The left ventricular (lv) lead exhibited high impedance and loss of capture at maximum outputs. It was noted that two lv leads were initially implanted and one was capped to be used alternatively in case the active one experienced any signs of malfunction. The second lv lead was uncapped and placed into the lv port, but it also measured high impedance. The physician suspected that both leads may have fractured where they intersected. Additional information from the clinic disclosed the they were unable to confirm the lead fractures. They did confirmed that the leads were eventually capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).